Manufacturer narrative:
A review of the returned screw driver and disassembled implant indicated that a deformed tip of the screw driver caused the instrument to grasp the implant in a manner that resulted in component dislodge. Visual inspection of the instrument indicates deformation to the tip caused from damage sustained during repeated use.

Event description:
It was reported that the screw driver did not want to fully disengage from the head of the posterior cervical polyaxial screw. The inner component of the implant disengaged during use as the surgeon attempted to remove the driver. Surgery was extended by 20 minutes to remove the screw components and replace the screw.